Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip delivery system were reported in a research article in a subject population with multiple co-morbidities including ischemic heart disease, atrial fibrillation, ventricular tachycardia, ventricular fibrillation, and prior stroke. Complications reported included renal failure, perforation, mitral regurgitation, torn leaflet, unexpected medical intervention (iad treatment), death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: outcomes of transcatheter edge- to- edge repair in potentially favorable candidates for left ventricular assist device: evidence from the ocean- mitral registry b2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "outcomes of transcatheter edge- to- edge repair in potentially favorable candidates for left ventricular assist device: evidence from the ocean- mitral registry", was reviewed. This research article is a prospective multicenter experience to evaluate optimal criteria to indicate durable left ventricular assist devices (lvad) versus mitral transcatheter edge-to-edge repair (m-teer) by analyzing the clinical course following m-teer in patients who were "theoretically" considered as potential favorable lvad candidates. The device included in the study was mitraclip. The article concluded that despite its procedural safety and short-term benefits, the long-term outcomes of m-teer remain limited in patients with advanced heart failure and severe mitral regurgitation who are theoretically potential favorable candidates for lvad therapy, particularly when have extremely remodeled left ventricles. [The primary and corresponding author was teruhiko imamura, the second department of internal medicine, university of toyama, 2630 sugitani, toyama, toyama 930- 0194, japan, with corresponding e-mail: te.imamu@gmail.com.] This study included patients with heart failure with reduced ejection fraction and significant mitral regurgitation who underwent m-teer for severe mitral regurgitation from 01 april 2018 to 30 june 2023. A total of 129 patients were included in the study, all of which received an abbott device. The average age was 67 years. The majority gender was male. Comorbidities included ischemic heart disease, atrial fibrillation, ventricular tachycardia, ventricular fibrillation, and prior stroke.